Event description:
Device 4 of 4. See manufacturer's report numbers 1627487-2010-00115, 1627487-2010-00184, 1627487-2010-00185 for devices 1, 2, and 3 respectively. On (B) (6) 2010, it was reported that the patient used a hot tub 14 days after being implanted with a scs system, which occurred on (B) (6) 2009. The patient subsequently developed an infection at the lead incision and pocket site. A culture was taken and tested positive for staphylococcus. The patient was put on IV antibiotics. On (B) (6) 2010, the patient's leads and ipg were explanted. The patient will be reimplanted in 60-90 days.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusions - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.